Event description:
It was reported that a patient underwent a sleeve gastrectomy procedure on an unknown date and a topical skin adhesive was used. The patient developed an allergic reaction with itching and a rash three to four days post operative. The patient was treated with benadryl and hydrocortisone cream. The reaction subsided in approximately one week. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.